Event description:
It was reported that pump experienced malfunction alarm identified as malf 16 related to speaker error, with no notable events occurring before the issue. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm occurred again, and caller acknowledged and understood instructions.